Event description:
It was reported that patient underwent primary knee surgery approximately 5 years ago. Revision surgery was performed on (B)(6) 2015 due to a fractured locking bar. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown. Implant date - unknown (approx. 5 years ago). Manufacture date - unknown.